Event description:
It was reported that during a acoma aneurysm embolization case, the operator used a subject guidewire to build access. The subject guidewire was checked and flushed normally and then super selected to a2 distal at same side. During delivering, the operator felt bad manipulation and when the tail of the subject guidewire was rotated, the tip of the subject guidewire was not able to move together. Therefore, the subject guidewire was withdrawn from the patient body and the tip of the subject guidewire was found to be fractured. The subject guidewire was replaced with a new guidewire and completed the procedure without clinical consequences to the patient.

Event description:
It was reported that during a acoma aneurysm embolization case, the operator used a subject guidewire to build access. The subject guidewire was checked and flushed normally and then super selected to a2 distal at same side. During delivering, the operator felt bad manipulation and when the tail of the subject guidewire was rotated, the tip of the subject guidewire was not able to move together. Therefore, the subject guidewire was withdrawn from the patient body and the tip of the subject guidewire was found to be fractured. The subject guidewire was replaced with a new guidewire and completed the procedure without clinical consequences to the patient.

Manufacturer narrative:
D4 gtin: corrected to (B)(4). D4 expiration date - added. D9 product available to stryker/ returned to manufacturer on ¿updated. G4 PMA/510(k) ¿ corrected to k002907. H3 device evaluated by mfg ¿ updated. H4 manufacturing date ¿ added. There are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection of the returned subject guidewire device was seen to be broken/fractured approx. 188cm from the proximal end. The guidewire ptfe (polytetrafluoroethylene) was seen to be peeling approx. 9 to 23 cm from the proximal end. Functional inspection could not be performed as the subject guidewire was broken/fractured. The reported ¿guidewire broken/fractured during use¿ was confirmed during analysis. The reported ¿guidewire does not have smooth movement¿ and ¿guidewire torque problem¿ could not be duplicated during device analysis; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation, based on the damage noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that during delivery the operator felt bad manipulation and when he rotated the tail of the subject guidewire, tip of it could not move together. The operator withdrew the subject guidewire out and found the tip was fractured. Replaced it with another guidewire to finish the procedure. Additional information provided by the customer states that continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was moderately tortuous. The subject guidewire was turned either clockwise or counterclockwise no more than 3 times per operation, and this was done for total of 4 times. The subject guidewire device was returned, and the distal section of the subject guidewire was confirmed to have been fractured and there was some peeling noted to the ptfe coating. It is probable that there may have been procedural and/or anatomical factors present during the clinical procedure causing the physician to feel bad manipulation and leading to the subsequent subject guidewire fracture during rotation of the subject guidewire. An assignable cause of procedural factors will be assigned to the reported ¿guidewire does not have smooth movement¿, ¿guidewire distal tip broken/fractured during use¿ and ¿guidewire torque problem¿ and to the analyzed ¿guidewire broken/fractured during use¿. Based on the characteristics of the ptfe peeling, it is consistent with interaction with the torque device, either during use or during removal of the torque device after use. An assignable cause of handling damage will be assigned to the analyzed ¿guidewire ptfe coating peeling¿.